Event description:
It was reported that the device was sent in for preventive maintenance. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available. Upon investigation, the unit was found to have low rpm with the hose sent in with the device that were out of specification.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have low rpm with the hose sent in with the device that were out of specification. The control bar was not in the correct position and the calibration was out at the zero reading. The swivel, hose, motor, bearings, spring seal and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.